Event description:
Sorin group received a report that the roller pump touch screen was unresponsive. This occurred during set up. There was no patient involvement.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and confirmed that there were no signs of fluid ingress. An lcd to led touch screen replacement was performed to resolve the issue. The hkr processor board was also replaced to be compatible with the new touch screen. The unit was functionally tested without issue. No further issues have been reported for this unit. A photograph was provided to livanova (B)(4) for review and it was determined, given the date-code of the kapton-tail connection, that the issue falls under (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the roller pump touch screen was unresponsive. This occurred during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.